Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced repeated instances of error 23068. They had power cycled the system and the system was recovered but the error returned. The technical support engineer (tse) explained that the 23068 was not showing up in the event logs but the tse was seeing other errors associated with the right controller at the surgeon console. The tse explained that the errors associated with the right mtm may return. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the first time the reported issue happened was when the robot was in a non-robotic procedure. After finishing the non-robotic procedure, they rebooted the system and the error reoccurred. A clinical sales rep (csr) came later and did a hard reboot on the console and tower. They recovered the error, but it later returned. The customer moved the case to another room on an xi system. They did further troubleshooting and disabled the arm and was able to complete the homing. They used the system the following day and worked fine. No patient was involved; therefore no ports had been placed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported issue could not be reproduced. The complaint was confirmed based on the results of the on-site investigation, which indicates that the device may have contributed to the customer reported issue.